Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incidents there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove and stretched coils, appear to be related to operational circumstances of the procedure. Based on the reported information, the guide wire encountered resistance during retraction with the highly calcified lesion causing the difficulty to remove. Manipulation against resistance likely resulted in the stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a highly calcified common trunk lesion. An unspecified gaia third guide wire was attempted to be advanced, but failed to cross. Then a ht infiltrac plus 3 guide wire was advanced; however, when retracting the guide wire the tip met resistance with the calcification. The guide wire was removed in one piece and the coils were noted to be stretched. Additionally, another non-abbott device was used; however, also failed to cross. Furthermore, a non-abbott device was used to create a microchannel that allowed for the procedure to be completed successfully with a non-abbott device. There were no adverse patient effects and no clinically significant delay. No additional information was provided.